Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air did not come out during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Three samples were returned for analysis. Only two infusion manifolds with the snap clamps in the close position and two infusion cannula lines were returned. The samples were unclamped and turned back into their original open position to perform functional testing. All three samples were tested on a calibrated console and could pass priming and intraocular pressure (iop)calibration successfully. Intraocular pressure was measured and stable for all three samples during performance testing. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The auto infusion valve (aiv) cracking pressure test was performed on each duckbill check valve to ensure proper operation. An external pressure source was incrementally increased until the valve actuated. The aiv was found to be conforming to specifications. No anomalies were observed. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that these samples met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).